Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon ruptured at 6atm when inflated for 5 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.